Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical (B)(6) 2010 complaint report was reviewed for the product family of vaxcel pasv PICC and the failure mode of "sheath peel issues." No adverse trends were noted. The sheath is a purchased component for navilyst medical. As no sample was returned, the supplier, (B)(6) is being notified of the event via a scar for informational purposes. As the entire top of the sheath was reportedly ripped off, it is likely that excessive force was employed in attempting to remove the sheath. On (B)(6) 2011, the navilyst medical sales representative for the reporting hospital performed an in-service with the interventional radiology department to ensure that the correct sheath removal techniques are used. Incoming inspection process controls currently in place for the sheath include a visual inspection to ensure the sheath and hub are free of damage or defects, as well as a test to ensure the sheath breaks at the hub and peels properly. (B)(4).

Event description:
As reported, after the PICC line was placed in the patient, the entire top, including the wings of the peelable sheath/dilator were pulled, and broke off. A radiologist attempted to remove the sheath with forceps, but could not because the patient's arm "was fleshy", and the sheath migrated into the patient's arm. A surgeon was then consulted. He recommended leaving the sheath in place until the PICC line was removed. The sheath was successfully removed at the time of the PICC removal on (B)(6), with no patient complications noted. The sheath was discarded by the hospital.